Manufacturer narrative:
The returned device was evaluated by a product design engineer familiar with the construction of the device who confirmed that the device was broken. The device was broken at the link mechanism and a small piece from the link mechanism of approximate size 1mm x 2mm was missing. Furthermore, the shaft of the device was observed to be bent. It was considered that the probable cause of the failure was due to wear and tear over an extended period of time and/or the device being subjected to excessive force. The device is in excess of 3 years old and the warranty period for the device is 2 years. The device history inspection record for the product assembly and packaging was reviewed and recorded as adhering to the specified requirements for final inspection and release. In addition, the assembled devices were 100% inspected prior to release. The device was manufactured in 2012, however since process improvements have been made to strengthen the device allowing greater force to be applied, while increasing the resistance to breakage. A medical opinion was also sourced from surgical innovations clinical director, prof (B)(4). Prof (B)(4) considered that if a fragment of the device was left inside the patient it is very improbable that there will be any clinical consequences. The distributor has confirmed that there was no patient harm or death.

Event description:
A distributor reported a complaint to surgical innovations. The complaint details state, the grapser has quite visibly broken. The instrument does not need repairing. All that needs to be ascertained is whether a piece of the instrument has broken off or not. The whittington are concerned that a piece of the instrument may have broken off inside the patient.